Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 . Reference MFR. Report: 1627487-2015-21247. Follow-up identified surgical intervention was undertaken to explant the patient's entire system.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-21247.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-21247. It was reported the patient experienced pain at the lead site regardless of stimulation. The patient discontinued using the scs system and requested an explant. Surgical intervention will take place to address the issue.